Event description:
The doctor was unable to insert the iab catheter into the sheath because the pt had a tortuous aorta. The iab was not returned to datascope for evaluation. (Event complications: none from the event- reported 4/24/98.) (Pt's current status: discharged- reported 4/24/98.)